Event description:
An under-infusion was reported to have occurred during the use of a large volume infusor device. According to the report, the patient's family reported that there "seemed to be a lot of fluclox left after 24 hours". There were no negative clinical consequences as a result of this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured september 18, 2014 to september 19, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection could not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.